Event description:
On (B)(6) 2019 a spill involving a chemotherapy drug preparation occurred inside the i.v. Station onco device. The spill was identified and subsequently cleaned by the user. There is no adverse patient effect related to the drug spill within the device.